Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an scd sleeve. The customer states the pt was in the hospital for a removal of a thrombus on the right leg on (B)(6) 2013, and started using the scd sleeve on (B)(6) 2013. The following day, the pt complained of pain and a ruptured vein located near the left splint bone was found. The pt had excision surgery for thrombus. The ruptured vein was confirmed by imaging agent. The pt's condition is fine but slightly anemic, and is undergoing a blood transfusion treatment. The symptom was treated by pressure immobilization with an elastic dressing after exsanguination.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.